Manufacturer narrative:
Additional information: section d.9. He explanted device was received at advanced bionics on may 18, 2026. Advanced bionics is currently attempting to obtain consent from the recipient. The device remains intact in a locked vault at ab, llc until consent is obtained. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues, despite device testing within normal limits. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device.